Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional additionally reported rupture, "patient¿s breast implants have also been banned worldwide due to an association with alcl," and that the patient ¿does not like the way they look. Patient has high profile implants, and they are too big for the patient." The healthcare professional also reported ¿sjogren¿s syndrome and more recently was diagnosed with rheumatoid arthritis¿ which are not related to the device. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particle material on the shell, fold creases, opening and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported rupture, "patient¿s breast implants have also been banned worldwide due to an association with alcl," and that the patient ¿does not like the way they look. Patient has high profile implants, and they are too big for the patient." The healthcare professional also reported ¿sjogren¿s syndrome and more recently was diagnosed with rheumatoid arthritis¿ which are not related to the device. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2; a.4; b.5; b.6; d.1; d.2; d.4; d.6a; d.6b; g.4; h.4; h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.